Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. It was reported the patient was hospitalized three days prior to the onset of peritonitis for another indication. Treatment for the event was not reported. At the time of this report, patient outcome was unknown and the patient remained hospitalized. Pd therapy was ongoing. No additional information was available.